Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station has no power. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bus cable on drawer 1 was loose, preventing the station from powering on. A field service engineer arrived onsite and found the station offline. The engineer disconnected peripheral auxiliary cabinets and attempted to power on the station, narrowing the issue to a single drawer. The bus cable on drawer 1 was reseated, and the station powered on successfully. The engineer performed a hardware test application (hta) on every storage compartment and ran a test on the power subsystem, all of which passed. The hta log was retrieved remotely due to size limitations. Additionally, the medstation standby screen displayed a large trademark symbol on the splash screen. The engineer logged into cfnadmin and repaired the medication application through the control panel, which resolved the display issue. The large trademark symbols were no longer present after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station has no power. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.